Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strip were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Customer did not report specific complaint with meter. At the time of the call, the customer reported symptoms of blurry vision, lethargy and loss of energy. Information was transferred to technician who had attempted to contact customer via telephone but was unable to reach the customer. No further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 26-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.